Event description:
It was reported that the ok keypad button was intermittently responsive to user presses; the issue began about two weeks prior to this patient contact. The patient reported that the rubber keypad was intact. She confirmed that she has a backup plan for insulin delivery to use in the event the buttons stop acting in response to presses. The complaint is being reported because unresponsive buttons have been known on occasion to contribute to a patient event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of contamination found under all key contacts.